Event description:
It was reported that during cleaning in the central sterilization department, it was observed that cord was ¿broken¿ on the motor device. There was no patient involvement reported. Therefore, there were no reports of injuries, medical intervention or prolonged hospitalization. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the hose was cut. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mishandling. If additional information should become available, a supplemental medwatch report will be sent accordingly.